Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Main arm cannot communicate with the motor arm error and hal software error detected alarms during testing, however main arm cannot communicate with the motor arm error and hal software error detected were present in the device trace download, problem isolated to all electronic assemblies. No unexpected no delivery or occlusion alarms or insulin flow blocked alarms noted during testing. Device received with moisture damage on motor assembly, corrosion on force sensor assembly and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump alarmed for multiple insulin pump error and insulin flow blocked alarm. Customer was unable to rewind the insulin pump. Customer¿s current blood glucose was 290mg/dl and customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.